Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The caller understood the instructions to continue using the pump and to contact technical support again if similar issues arise.